Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for low draw volume with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of low draw volume through a corrective and preventive action. (CAPA) # (B)(4).

Event description:
It was reported that 4 bd vacutainer® acd solution b blood collection tubes had poor vacuum and underfilled during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "received a call from the distributor stating that at four tubes will not suction."